Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. It was also noted that the distal conductor was stretched, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation was pulled apart (overstress), the inner and outer insulation was breached cut, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the right atrial lead was not sensing and had fractured secondary to a fall. The lead was removed and replaced. No patient complications have been reported as a result of this event.